Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer is stating that the seat split down the left side as you are sitting on the commode. Consumer said it's broken front to back.